Event description:
It was reported that while using the bd max¿ enteric parasite panel a false positive was obtained by the laboratory personnel. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports a discrepant result with a sample that initially tested positive for giardia (B)(6) with e. Histolytica and crypto unresolved, and then on repeat all targets were negative."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ enteric parasite panel a false positive was obtained by the laboratory personnel. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports a discrepant result with a sample that initially tested positive for giardia ((B)(4)) with e. Histolytica and crypto unresolved, and then on repeat all targets were negative."

Manufacturer narrative:
This MDR should be considered cancelled. This is a duplicate report, this was filed under MFR report number 1119779-2022-00996.